Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient had complained that his skin was itchy; when the sensor patch was removed the parents saw the skin reaction. It was reported that alcohol wipes were not used. They used lbs barrier cream. Photos received from the father show the sensor in place with a clear overlay patch in place and a narrow diffuse pale pink ring of irritation surrounding the sensor patch perimeter. There appeared to be some yellowish/milky exudate under the patch adhesive and surrounding the transmitter, under the overlay. An additional photo showed the removed patch with the clear overlay still attached to it; the patch appears to have become soaked with the exudate which was described as pus. A final photo showed the skin that was under the removed patch; it appeared wet and/or shiny, and bright pink/red, with several very small pimple-like pustules. The patient was taken to the hospital and was treated with unspecified antibiotics. No additional event or patient information is available.